Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia while using an infusion set with a teflon cannula, with the user suspecting site scar tissue and considering disconnecting from the device to administer a manual injection to stabilize glucose. Symptoms included elevated blood glucose to 383 mg/dl without reported ketones, loss of consciousness, or other acute complications. Outcomes included transient limitation of normal activities due to elevated glucose requiring troubleshooting and education. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed that the cause of the hyperglycemia was not determined, with no device malfunction confirmed. It was concluded that the event involved hyperglycemia of unclear cause without injury and that user education on backup therapy was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.